Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. A fracture was visualized on the proximal portion of the lead. The lead was not extracted at this time. A new lead was planned to be implanted however the patient was occluded. An epicardial lead was being considered. Due to other co-morbidities the patient opted against further intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements in all pacing configurations. There was a concern the lead had fractured. A lead revision procedure was planned. No adverse patient effects were reported.